Manufacturer narrative:
On 15-dec-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and a high voltage on non-active electrode error (error 501) was displayed on the trupulse monitor. The medical team noted that all electrodes were active at the time of the error. When the catheter was repositioned, the catheter was displayed on the carto 3 system in an "odd" shape. The catheter was pulled out of the body and the catheter was noticed to be bent/kinked in a 90-degree angle on the catheter shaft and metal was exposed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, a pulse-field ablation (pfa), deflection and contraction test of the returned device were performed. Visual inspection of the returned sample revealed a deformed loop and a breakage on the loop with internal components exposed on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The device was connected to the generator and a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. A deflection and contraction test was performed and the catheter did not meet the specifications in both mechanisms, also waviness along the shaft was observed during the test. Due to this a manufacturing meeting was requested, the device handle and tip were dissected, and an inspection was carried out in the inner loop lumen where the nitinol is placed. The loop tip was inspected, and a missing polyimide that should have been left in placed in the elbow section of the loop tip was found where the bent and exposed components were caused. A manufacturing record evaluation was performed for the finished device batch number 31618563l, and a manufacturing defect was identified and an internal action is being implemented to mitigate the puller wire entanglement failure mode. The contraction and bent internal components exposed issue reported by the customer were confirmed. The root cause for the waviness, deflection and the contraction and exposed components issue are traced to manufacturing process. The high voltage and visualization issues could not be confirmed. The instructions for use (IFU) contain the following information: ¿verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through the quality system via the internal action process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and a high voltage on non-active electrode error (error 501) was displayed on the trupulse monitor. The medical team noted that all electrodes were active at the time of the error. When the catheter was repositioned, the catheter was displayed on the carto 3 system in an "odd" shape. The catheter was pulled out of the body and the catheter was noticed to be bent/kinked in a 90-degree angle on the catheter shaft and metal was exposed. The catheter was replaced and the error cleared. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).